Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that there was a failure to discharge in manual mode. A patient was involved, but there was no report of either adverse impact or clinical action taken to prevent serious injury or death .